Event description:
It was reported that the shock impedance was less then 30 ohms. The patient has heart failure and is retaining lots of fluids. Technical services advised this may be the cause for the lower impedance. A review of the device impedance history has varying impedances. The system will be monitored and remains implanted. There were no adverse patient effects.